Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage (laa) closure procedure was taking place. A truseal watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. Five recaptures were performed, and exchanges were made for a different was and smaller sized wds, before ultimately returning to the original 31mm wds. The was and wds were being positioned at the laa ostium. The flx ball was being created and while it was partially in and partially out of the was, the closure device pre-maturely detached from the core wire. The delivery system was removed, and the was remained at the laa ostium with the closure device partially outside. The physician advanced small forceps through the was in attempt to remove the closure device, however the forceps were too small to pull the closure device fully into the was. Next, a balloon catheter was advanced through the was and placed at the distal end of the was sheath. The balloon was inflated, pressing the closure device so it was secured in place. The unit was then pulled back through the septum, into the right side of the heart, to the vena cava then to the iliac vein. At this point, the physician made multiple attempts to remove the closure device with snares, balloons, and larger forceps. Additional access points were utilized with advancement of larger sheaths. Successful removal of the closure device was achieved through the use of a larger sheath and forceps. The patient was kept overnight for monitoring. No further complications were reported.